Event description:
It was further reported that the balloon was ruptured longitudinally.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The vascular access was obtained via left femoral with a 6fr non-bsc sheath. The 80% stenosed target lesion was located in the calcified and moderately tortuous left below the knee. The 2mm x 40mm x 145cm coyote es balloon catheter was advanced into the patient. When the physician inflated the balloon, they noticed that the contrast media was leaking from the balloon under the angiography. The device was removed and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).